Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006: the patient underwent shoulder left 3 views. Impression: 1.5 x 2 cm ossification posterior to the humeral head which appears to reflect an avulsion fracture of the humeral head. On (B)(6) 2006: the patient underwent pa/lat chest x-ray. Impression: findings in keeping with subacute fracture involving the left 4th and 5th anterior ribs. Callus formation is seen about the fracture site; no acute pulmonary parenchymal disease or evidence of overt congestive failure detected. On (B)(6) 2008: the patient underwent MRI lumbar without contrast. Impression: lumbar spondylosis and scoliosis; extruded disc fr agments at l3-4, l4-5 and l5-s1; narrowed neural foramina at multiple levels but most pronounced to the left at l4-5 and l5-s1 (l5-s1 is the most severe); multiple tarlov cysts of the sacrum.

Manufacturer narrative:
Additional information: (B)(4).

Event description:
It was reported that in 1990's, the patient was diagnosed with back pain. From 1995 till the present date, the patient has had the same complaint of back pain. In the surgery of 2008, the following products were also used other that rhbmp-2/acs, cages, legacy fixation device/screws, autograft bone. On (B)(6) 2008, the patient underwent right frontal ommaya reservoir placement.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a tlif at l2-s1 using ain interbody cage and rhbmp-2/acs. A posterolateral fusion was also performed at each level. Bmp2 was placed in the anterior disc spaces prior to placement of the cages and bmp2 was also placed laterally along the transverse processes. It was reported that on (B)(6) 2010, the patient underwent a revision surgery. It was reported that the patient underwent a lateral mass fusion from t11 to s1, placing bmp2 in the lateral recesses over the transverse processes from t11 to s1 and again over the lamina of t11, t12, and the superior aspect of l1. It was reported that following her surgeries, the patient continued to experience back pain and pain down both legs. It was reported that the patient has never recovered from her surgeries and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2000 the patient presented for an office visit due to shortness of breath. Impression: chronic obstructive pulmonary disease. (B)(6) 2001 the patient presented with chief complaint of chronic obstructive pulmonary disease. Impression: copd. Acute bronchitis with trace amount of hemoptysis. (B)(6) 2001 the patient underwent x-rays of chest. Impression: no acute disease in the chest. No mass or infiltrate is identified radiographically. (B)(6) 2002 the patient underwent CT scan of neck with contrast due to mass on right side. Impression: no definitive abnormality is noted. There were few small lymph nodes in the right deep cervical chain and in the right submandibular location. (B)(6) 2002 the patient presented with chronic obstructive pulmonary disease and asthma. Patient complained of worsening cough, chest congestion, purulent sputum production and purulent nasal discharged. Impression: chronic obstructive pulmonary disease with exacerbation. Asthma and allergic rhinitis. Acute bronchitis and acute sinusitis. (B)(6) 2003 the patient presented with chronic obstructive pulmonary disease and asthma. Impression: chronic obstructive pulmonary disease with asthma component. Acute bronchitis and sinusitis. (B)(6) 2003 the patient underwent x-rays of chest. Impression: normal chest (B)(6) 2009 the patient presented for an office visit due to abdomen pain. (B)(6) 2009 the patient presented for an office visit with pain under right arm and cough. (B)(6) 2009 the patient presented for an office visit due to low back pain with radiation to the left leg. (B)(6) 2009: the patient presented with chief complaint of lower back pain. (B)(6) 2009 the patient presented for an office visit with chief complaint of osteopenia and back pain. The patient presented with chief complaint of right rib pain. (B)(6) 2009: the patient presented with chief complaint of right rib pain. (B)(6) 2009 the patient presented for medicine refills. (B)(6) 2009: the patient underwent x-rays of chest. Impression: interval clearing of right medial lung base densities consistent with plate atelectasis with no new abnormality. Underlying chronic lung changes were stable. (B)(6) 2009 the patient presented for an office visit due to pleuritic chest pain. (B)(6) 2010 the patient presented for medicine refill. (B)(6) 2010 the patient presented for medicine refills.

Event description:
It was reported that on (B)(6) 2008: the patient surgery using rhbmp-2/acs on the lumbar spine at levels l2-s1 with tlif approach along with cages, legacy fixation device/screws, autograft bone. Sep 2008 -2011(date approx): the patient presented for office visit with diagnosis of back, leg pain and degenerative disk disease. (B)(6) 2008: the patient underwent chest x-ray due to preop surgery. Impression: no acute cardiopulmonary disease. (B)(6) 2010: the patient underwent MRI of lumbar spine w/wo due to lumbar degenerative disk disease. Impression: l2-s1 plif. No significant central canal or foraminal stenosis.